Event description:
Drug/diluent: marcaine. Fill volume: 270 ml. Flow rate: 5.0 ml/hr. Procedure: shoulder surgery. Cathplace: shoulder. Date of surgery: (B)(6) 2013. The patient stated he awoke to find the pump entirely deflated. He also stated that it was very full before he went to sleep. The patient denied any signs and symptoms of local anesthetic toxicity. The patient stated the pump was started on (B)(6) 2013 around 10:30am and ended (B)(6) 2013 at 3am.

Manufacturer narrative:
Method: at this time the device has been received and is pending an evaluation and investigation. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.